Event description:
The technician alleged the brake casters would not hold. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters and brake caster supports to resolve the issue.